Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded, although it can be presumed that the defects were caused due to breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ as below. "[Inspection of the endoscopic image]. Confirm that the wli and nbi endoscopic images are normal.". "[Inspection of the endoscopic image]. Confirm that the endoscopic image is displayed normally in wli and nbi observation. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the image on the endoeye flex deflectable videoscope disappears, and is resolved by turning the power on again. The device was replaced with another similar device and the procedure was completed. No patient harm was reported. The device was returned and evaluated, and the image disappeared on the device and an e216 scope communication error occurred. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1 establishment name: (B)(6), (B)(6) organization. The device was returned and evaluated, and the customer¿s allegations were confirmed. The monitor shows a black screen with no image and an e216 scope communication error occurs due to damage on the charged coupled device unit. Additional findings include the following: the bending section cover had a scratch and the adhesive had a chip, the bending angle in the up direction did not meet the standard value due to wear of the angle wire; switch 1 had a discoloration; the protector of the universal cord on the control section side had a scratch; the indication on the light guide connector was not correct; the video cable and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.